Manufacturer narrative:
One epifuse connector was received for evaluation. As a result of observing the sample, no abnormality was found. In addition, a stock catheter was connected and water was injected with a syringe, but water flowed normally and no liquid leakage was observed. The reported issue was not confirmed. There was no fault found with the returned connector.

Event description:
Information was received indicating that the customer indwelled the catheter of a smiths medical portex kit in the patient and no problem was observed in the test dose. However, when administering medical fluid to the patient on the next day, the customer found leakage of medical fluid from the connector. There was no patient injury.